Event description:
A report was received that during a lead revision procedure, the physician accidentally cut one of the leads near the suture sleeve. The rest of the lead was explanted; however, a section of the lead remains in the pt. The pt is expected to undergo a revision procedure in the future to remove the piece of the lead. However, no further action is being taken at this time.

Manufacturer narrative:
This is the final report.